Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. This complaint is being closed due to insufficient information from the biomed after three (3) attempts were made to obtain the relevant information. There is no information available regarding the repairs of this iabp. If any information is provided in the future, a follow up MDR will be submitted. (B)(6).

Event description:
A getinge field service engineer (fse) reported that prior to performing the solenoid and gasket field safety corrective action, the intra-aortic balloon pump (iabp) failed the safety disk leak test. The biomed department handles repairs at this facility. No patient was involved and no adverse event has been reported.